Event description:
A (B)(6) male with aaa had underwent evar on (B)(6) 2014. The delivery system of the flex main body was placed as normal; however, during the procedure, the hemostatic valve was leaking too much blood. When the graft was going to be released, the bleeding did not stop. The pt needed a blood transfusion during the procedure. The pt needed a blood transfusion during the procedure.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.